Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager had been described as difficult to secure and unstable when placed on the refrigerator. A field service engineer discovered that the hasp had been partially detached and proceeded to replace it in order to rectify the problem. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced remote manager is not connecting effectively. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.